Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) ran all device event for medications and verified that it was removed from all stations across the facility. Then the tss contacted the customer, who confirmed that no issues had been observed and nurses were able to pull medications. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was not crossing over to one station. The user stated that after loading the medication, it displayed as unavailable, did not appear on the order, and was grayed out the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.